Manufacturer narrative:
Ems was dispatched to treat the customer for alleged low bgs and possible over delivery anomaly on 20-dec-2023 on the primary svn (B)(4). On svn (B)(4)the customer reported alleged low bgs, change sensor alert and sensor updating alert on (B)(6) 2023. On svn (B)(4) ems was dispatched to treat the customer for alleged low bgs and possible over delivery anomaly on (B)(6) 2023. On svn (B)(4) ems was dispatched to treat the customer for alleged low bgs and possible over delivery anomaly on (B)(6) 2024. On svn (B)(4) ems was dispatched to treat the customer for alleged low bgs and possible over delivery anomaly on (B)(6) 2024. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see data pertaining to primary svn (B)(4) and event date 20-dec-2023 below. Please see below for the bolus listed on the event date 20-dec-2023 in the pump history file on the primary svn (B)(4). (B)(6) 2023 13:25:01.000 squarebolusdelivered (221) bolusprogrammingmethod: boluswizard (1) squarebolusamountprogrammed: 93000 (9.3 u) squarebolusamountdelivered: 93000 (9.3 u) there were no autosuspend (12) alarm noted in the pump history file on the primary svn (B)(4). There were no usersuspended (2) alarm noted on the event date 20-dec-2023 in the pump history file on the primary svn (B)(4). There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 20-dec-2023 in the pump history file on the primary svn (B)(4). (B)(6) 2023 23:17:36.000 batteryremoved (55) (B)(6) 2023 23:17:36.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 23:18:50.000 batteryinserted (44) please see data pertaining to svn (B)(4) and event date (B)(6) 2023 below. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, change sensor alert or sensor updating alert noted. Unable to verify bolus delivery, source of boluses delivered, and any alarms/suspends for event date (B)(6) 2023 due to no data available on svn (B)(4). Unable to perform the history review 1 week prior to the event date (B)(6) 2023 in the pump history file due to no data available. Please see data pertaining to svn (B)(4) and event date (B)(6) 2023 below. (B)(6) 2023 16:55:15.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 200000 (20 u) bolusamountdelivered: 200000 (20 u) (B)(6) 2023 21:28:13.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 52000 (5.2 u) bolusamountdelivered: 52000 (5.2 u) there were no autosuspend (12) alarm noted in the pump history file on svn (B)(4). There were no usersuspended (2) alarm noted on the event date (B)(6) 2023 in the pump history file on svn (B)(4). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 23:17:36.000 batteryremoved (55) (B)(6) 2023 23:17:36.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 23:18:50.000 batteryinserted (44) (B)(6) 2023 18:33:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 09:22:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2023 09:33:18.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 09:34:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2023 09:35:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 09:35:45.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 09:36:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2023 09:37:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Nodelivery (7) not confirmed. Please see data pertaining to svn (B)(4) and event date (B)(6) 2024 below. Please see below for the bolus listed on the event date (B)(6) 2024 in the pump history file on svn (B)(4). (B)(6) 2024 22:55:33.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) there were no autosuspend (12) alarm noted in the pump history file on svn (B)(4). There were no usersuspended (2) alarm noted on the event date (B)(6) 2024 in the pump history file on svn (B)(4). There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the pump history file. Please see data pertaining to svn (B)(4)and event date (B)(6) 2024 below. Please see below for the boluses listed on the event date (B)(6) 2024 in the pump history file on svn (B)(4). (B)(6) 2024 08:17:19.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 88000 (8.8 u) bolusamountdelivered: 88000 (8.8 u) (B)(6) 2024 09:05:47.000 dualboluspartdelivered (222) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 45000 (4.5 u) squarebolusamountprogrammed: 31000 (3.1 u) bolusamountdeliveredforthecurrentboluspart: 45000 (4.5 u) (B)(6) 2024 11:05:00.000 dualboluspartdelivered (222) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 45000 (4.5 u) squarebolusamountprogrammed: 31000 (3.1 u) bolusamountdeliveredforthecurrentboluspart: 31000 (3.1 u) there were no autosuspend (12) alarm noted in the pump history file on svn (B)(4). There were no usersuspended (2) alarm noted on the event date (B)(6) 2024 in the pump history file on svn (B)(4). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 04:32:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 05:02:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 05:12:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 05:54:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 06:07:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 06:10:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 06:12:06.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Nodelivery (7) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Change sensor alert not confirmed. Sensor updating alert not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Please see case(B)(4) for the december 25, 2023 event, case(B)(4) for the january 1, 2024 event, and case(B)(4) for the january 4, 2024 event. The customer reported that sensors were not in use at the time of incident, therefore the smartguard feature was not active.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and the blood glucose value was unknown at the time of the event and the customer was moved to emergency medical service treatment. Troubleshooting was declined by the customer and it was known whether the insulin pump was utilized within 48 hours of the event along with unknown active automode feature. No further patient complications were reported. The customer will discontinue using the device and the device will be returned for analysis. Updated summary: information received by medtronic indicated that the customer called emergency medical services on (B)(6) 2023 due to hypoglycemia. Blood glucose was in the 30's mg/dl at time of event. User was treated with intravenous fluids and liquid glucose. Prior to the event user had gone to sleep with a blood glucose in the 200s mg/dl. Mother was unable to wake up user (loss of consciousness). Customer also stated that they have not had sensors for a month and a half at time of the call. User also mentioned having to go call ambulance 4 times (including this event). Customer declined further troubleshooting.